Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, upon the first inflation, the balloon ruptured at 6 atmospheres after a duration of 5 seconds. The balloon was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.